Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to having difficulty deflating the right cylinder. The reservoir migrated into the scrotum. During the procedure the existing device was removed and a new ipp was implanted. The lot numbers of the explanted components was said to be unknown. No information was provided about the patient's outcome. It was further reported tat the cause for the deflation issues was not identified during the procedure. The patient did not experience any external pressure or trauma to pelvic region that could have contributed to the reservoir migration. Patient's status was said to be unknown. No more information available at the moment. Should additional information become available, it will be provided.